Event description:
A pump altitude alarm was reported, causing the suspension of the customer¿s insulin. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to clean the speaker holes and reinstate the cartridge, which allowed insulin to resume flowing normally after a brief pause. No further issues were reported, and the pump resumed normal operation, with technical support offering tips to prevent future altitude alarms.